Manufacturer narrative:
(B)(4). Due to the customer unable to verify settings information at the time of the reported event, there is no available information at this time. The customer reported the unit was running for a week, with no reported alarms or errors. At this time, carefusion has not received the suspect device for evaluation and the customer has indicated that they plan to put the unit back into service.

Event description:
The customer reported while using the vela ventilator; the unit stopped ventilating on a patient and alarmed with a low peak inspiratory pressure and low minute ventilation. The customer reported the hospital staff tried turning the machine on/off, but the issue was not resolved. The customer reported selecting "new patient", overwriting previous data settings. The customer reported there is no significant events in the error log. The customer reported performing troubleshooting, the unit passes the pre-use testing and has now been ventilating on a test lung for twenty four hours without any signs of a problem. The customer reported there is no patient consequence associated with the event.